Event description:
Ous MDR - rv oversensing was detected in home monitoring. An rv lead dislodgement was suspected. The patient was hospitalized, a chest x-ray was performed and tachy-therapy was deactivated until lead repositioning. This is all of the information that was provided to us at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observations cannot be drawn at this time. The analysis will continue as soon as new information is available.